Event description:
Surgeon was attempting to place the right subclavian cvl using cook central venous catheter tray. Wire became caught beneath the skin when surgeon attempted to remove it. Traction was applied to wire and it broke off. A chest x-ray was obtained which showed retained piece of wire in right chest wall-knotted. The right subclavin incision was widened and exploration was performed to fine the remaining piece of wire. The piece was found in the fat below the pectoralis muscle and it was removed without difficulty. The incision was then closed.